Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6), stating that the device's pin came out and came apart. It is known that the event did not occur during surgery; however, it is unk if there was pt/user injury. It is unk if there was medical intervention reported related to this occurrence. No additional information available.